Manufacturer narrative:
(B)(4). We are unable to perform a thorough DHR review at this time since lot information has not been provided on submitted paperwork and this instrument has not been returned for review or evaluation. We are currently unable to validate the alleged complaint. If this instrument is returned , we will reopen this complaint file and update the information as needed. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
Received via medwatch# (B)(4). It was reported that when the rn first assist squeezed the handle of the hem-o-lok applier, it did not work, nothing happened. Jaws of the instrument should open and close when the handle is squeezed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# (B)(4). It was reported that when the rn first assist squeezed the handle of the hem-o-lok applier, it did not work, nothing happened. Jaws of the instrument should open and close when the handle is squeezed.